Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain. Additional information indicates the patient's bones were fully fused. The surgeon suspects the pain may have been due to the plate being on top of periosteum. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned to the manufacturer for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause is due to the plate being on top of periosteum. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in MDR 3011623994-2023-00033.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.